Event description:
Clinical study. It was reported that 1160 days after a coronary drug eluting stenting treatment procedure, the patient expired. The index procedure treated a 3.5x20mm, 95% stenosed lesion in the proximal left anterior descending artery (prox lad) with predilation, resulting in a dissection, and placement of a taxus express2 3.0x24mm drug eluting stent with 10% residual stenosis. A 85% stenosis was identified in a non-target lesion in the 3rd obtuse marginal branch. The lesion was predilated and treated with placement of an rx penta stent with 10% residual stenosis. The patient was discharged the next day on aspirin and plavix. At 1160 days after the implant procedure, the patient expired in a nursing home. Per the death certificate, the cause of death was cardio respiratory arrest due to respiratory failure and non-small cell lung cancer. No autopsy was performed. There was no further information regarding this event. In the opinion of the physician, it was unknown if the death was related to the taxus stent or the index procedure. It was also unknown if it's related to the non-target vessel or the prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.